Event description:
On (B)(6) 2012 the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her husband) alleging the patient's onetouch ultralink meter was displaying inaccurately low results when compared to another accu-chek meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated on (B)(6) 2012 at 6pm the patient obtained a blood glucose reading of '420mg/dl' compared to '530mg/dl' obtained on an accu-check meter within 30 minutes of each other. The reporter stated the patient uses oral medications (type and dose unknown) with diet and exercise to manage his diabetes. The reporter stated the patient made no changes to his diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms in response to the alleged issue. On (B)(6) 2012 at 6pm the reporter stated the patient was seen in the hospital and was treated with an unknown dose of regular insulin. At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement at the time of testing, and the patient was using an approved sample site for testing. The cca noted the patient's test strips were in good condition and the patient's testing process was correct. However a control solution test was not run due to the reporter not having control solution at the time of the call. Replacement products were sent to the patient. The meter involved in this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was not confirmed. This complaint is being reported because the reporter claimed the patient obtained obtaining an inaccurately low reading and required treatment from a health care professional.

Manufacturer narrative:
(10/09/2012) device evaluation: the meter involved in this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.